Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead delivered two inappropriate shocks due to suspected lead migration. Surgical intervention was performed and the lead was successfully repositioned. Besides intervention, no adverse patient effects were reported.